Event description:
Patient's representative reported "increasing pain and feeling of pressure caused by rupture, auxiliary siliconomas and wound healing disorder". Device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of granuloma and impaired healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: increasing pain and feeling of pressure caused by rupture, axillary siliconomas and wound healing disorder.

Event description:
Patient's representative reported "increasing pain and feeling of pressure caused by rupture, axillary siliconomas and wound healing disorder". Device has been explanted. This relates to the left side.

Event description:
Patient's representative reported left side "increasing pain and feeling of pressure caused by rupture", "axillary siliconomas", "wound healing disorder in the area of the left". Patient's representative further reported "headaches", "dry mucous membrane", "rash on the breast and upper body", "swelling of axillary lymph nodes", "strong burning pain in the arm", a "palpable lump in the left breast and armpit", an ultrasound showed ¿folds of the capsule¿ and an "enlarged lymph node in the axilla". Events not device related are as follows: "headaches", "dry mucous membrane", and "strong burning pain in the arm." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable causes for this event.

Event description:
Patient's representative reported left side "increasing pain and feeling of pressure caused by rupture", "axillary siliconomas", "wound healing disorder in the area of the left". Patient's representative further reported "headaches", "dry mucous membrane", "rash on the breast and upper body", "swelling of axillary lymph nodes", "strong burning pain in the arm", a "palpable lump in the left breast and armpit", an ultrasound showed ¿folds of the capsule¿ and an "enlarged lymph node in the axilla". Events not device related are as follows: "headaches", "dry mucous membrane", and "strong burning pain in the arm." The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device."

Event description:
Patient's representative reported left side "increasing pain and feeling of pressure caused by rupture", "axillary siliconomas", "wound healing disorder in the area of the left". Patient's representative further reported "headaches", "dry mucous membrane", "rash on the breast and upper body", "swelling of axillary lymph nodes", "strong burning pain in the arm", a "palpable lump in the left breast and armpit", an ultrasound showed ¿folds of the capsule¿ and an "enlarged lymph node in the axilla". Events not device related are as follows: "headaches", "dry mucous membrane", and "strong burning pain in the arm." The device has been explanted.